Manufacturer narrative:
H.6. Investigation summary: customer returned a photo of a 1cc syringe. Customer states that there is a red substance inside of the barrel and it appears to be blood. The photo was examined and exhibited a reddish material inside the barrel. The identity of this material cannot be determined solely from the photo. A review of the device history record was completed for batch# 8115511. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure, however, the identity of this material cannot be determined solely from the photo. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the identity of this material cannot be determined solely from the photo.

Event description:
It was reported that a "red substance" appearing to be blood was found in the barrel of the bd insulin syringe with the bd ultra-fine¿ needle before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "red substance" appearing to be blood was found in the barrel of the bd insulin syringe with the bd ultra-fine¿ needle before use. As reported by the customer, "consumer reported red substance inside of syringe barrel, one syringe affected. Stated that it appears to be blood, consumer does not re-use. Problem occurred on (B)(6) 2019. Lot and product numbers were not available, consumer called from work and said she will call back with the information. From phone call on 02/14/2019, 11:51:04: lot: 8115511, item: 328418. Stated wants a call after evaluation is complete. Sending photos of syringe with issue. Did not inject."